Event description:
It was reported that this patient expired near the beginning of an implant procedure. At the time the right ventricular lead was going to be implanted the patient went asystolic; the physician believes there was pulseless electrical activity. The time of death was one hour and 45 minutes after lidocaine was injected. The right atrial lead was discarded and there is no information available on the location of the right ventricular lead.